Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise. Testing revealed that the noise could be reproduced with isometrics. At this time, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.